Event description:
It was reported that during a lap appendectomy procedure, the surgeon noticed that there was some problem in safety locking system. There were no adverse consequences to the pt.

Manufacturer narrative:
D4, 10; h4, 6: info anticipated, but unavailable at this time.